Manufacturer narrative:
(B)(4). Date sent 10/28/2025 d4 batch #a97y0f investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument was disassembled in order to evaluate the condition of the internal components, the advancer was found bent and the instrument was noted to be empty. However, it is known from the history of the device that bent advancer condition may lead to would not feed. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a97y0f number, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during un unknown surgery, the clip was not fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.